Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
Quest medical received a report regarding an event that occured in canada. The reports states that an air leak occured when air was pulled into the crrt line and filter. The air leak was resolved after the lyka device was removed and lines connected directly to cvc. There were no patient complications resulting from the event.

Manufacturer narrative:
The device was leak tested and no leaks were observed. In addition, visual analysis did not show any evidence of cracks or visual defects. The reported issue was not be confirmed. Quest medical will continue to monitor complaints for trends.